Event description:
Customer reported that 2 bags of heparin infused in a short period of time. Heparin was set to infuse at 800 units/hr or 16 mls/hr. Stat labs were drawn. Ptt result was > 300 and inr result was 8.28. Protamine was administered to the pt at 2140. The next ptt result was 28.7. The pt's result vital signs were stable and the pt had no bleeding problems. The pt was discharged on (B)(6) 2011. Biomed reports that the device was evaluated at the facility. The membrane frame assembly was found damaged at the hinge. The iui connector plastic was cracked at the corner and the door latch screw was loose. A pm and rate calibration were performed by the biomed; the device under infuse during testing. Rate and pressure calibration tests were good. No further pt or event details were provided.

Manufacturer narrative:
(B)(4). The device has been received and the investigation is pending. A f/u report will be submitted with the failure investigation results once the investigation has been completed.